Event description:
It was reported that patient presented in clinic after receiving vibratory alert for high pacing lead impedance. Increased capture thresholds and decreased r-wave measurements were also noted. Hvli measurements could not be updated. X-ray revealed that the lead was not completely inserted into the device header. The pocket was opened and the lead was disconnected from the device and reinserted. The setscrew was tightened down and device testing found all values were in normal ranges. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).